Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the ins kept trying to turn over about a month after being implanted. The patient noted experiencing this when they would sleep on one side. The ins would stick up and the patient had to push it back down. The ins was implanted too low, so a revision was performed in (B)(6) 2016 to move it up. The issue was resolved at the time of the revision. No medical symptoms were reported. No further complications were reported/anticipated.